Event description:
The customer reported that the system locked up. All indicators lit up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The problem disappeared after reconnection of memory. The system operates as intended.